Manufacturer narrative:
Device evaluation expected when the device is returned.

Event description:
It was reported that the impaction drill heated up and burnt a patient's lip during a case. The procedure was completed successfully with a backup device. Ointment was applied to the burn. The customer reported that during a follow-up visit the patient was healing well but there could be some discoloration.